Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, merge healthcare was made aware that problems were experienced on (B)(6) 2016, with the hemo monitor in the middle of a procedure after active monitoring and sedation had been initiated. Subsequently, the hemo monitor was rebooted that resulted in a loss of patient monitoring. The delay was ~10-15 minutes while the hemo system was rebooted. The issue was not called in to merge healthcare when it occurred; however, in follow up communication with the customer on (B)(6) 2016, merge healthcare was made aware of the problem. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 01jan2017. During troubleshooting efforts between the customer and merge technical support, the customer reported that the hemo monitor was rebooted in the site's cath lab 2 and this corrected the issue. The procedure in progress was completed successfully in this same lab. However, the customer called in two (2) subsequent times to report a similar issue in the same lab. Reference 2183926-2016-00826 and 2183926-2016-00828. A review of the customer's hemo case management within merge healthcare's internal database on 30apr2018 confirmed that there have been no further issues reported by the customer to merge healthcare concerning an issue requiring a reboot of the hemo monitor since the last occurrence cited above. Device labeling, hemo-6373 v10 user manual, addresses the potential for a loose cable connection in the troubleshooting section with statements such as, "problem: there is no communication between hemo monitor pc and client. Resolution: check that the crossover cable from the client to the hemo monitor is plugged in properly and lights are on. Reboot the hemo monitor pc. Exit and reopen the study. Answer yes to is patient still being monitored. Check that the client is properly configured to use the hemo monitor pc (in system config). If none of these work, contact technical support." No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious injury assessment to a patient, and the instructions provided to the user on what to do if this situation were to occur. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 3263 actual device not evaluated. Results code: 3213 interoperability problem (a problem with the mechanical, electrical, or communication interface between two or more separate devices or components). Conclusions code: 13 device difficult to operate. H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.